Event description:
The report received from the field indicated that the stent dislodged from the balloon during prep. The product was not clinically used in the pt. There was no pt injury. The product was discarded by the account.